Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 47-year-old female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, depression since 2008 and adhd since 2016. Concomitant products included bupropion (wellbutrin) since 2008, ibuprofen, lamotrigine (lamictal) since 2008, obetrol (adderall) from 2015 to 2016 and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced feeling abnormal ("severe brain fog") and irritability ("extreme irritability"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, feeling abnormal, irritability, dysmenorrhoea and weight increased had resolved, the abdominal pain lower, menorrhagia and depression outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 47-year-old female patient who had essure (batch no. A64626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, depression since 2008 and adhd since 2016. Concomitant products included bupropion (wellbutrin) since 2008, contraceptives nos, ibuprofen, lamotrigine (lamictal) since 2008 and obetrol (adderall) from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced feeling abnormal ("severe brain fog") and irritability ("extreme irritability"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, feeling abnormal, irritability, dysmenorrhoea and weight increased had resolved, the abdominal pain lower, menorrhagia and depression outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, irritability, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs and events- abnormal bleeding (general), extreme irritability, psychological or psychiatric problems condition: depression, severe brain fog, dysmenorrhea (cramping), fatigue, weight gain incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), feeling abnormal ("brain fog") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, feeling abnormal and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, feeling abnormal, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report